Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Caller tried troubleshooting various methods until using a different charging cable, which resolved the issue with an unstable connection, allowing the pump to start charging. Technical support informed the caller that non-tandem charging supplies should only be used for troubleshooting and arranged for a replacement tandem wall adapter to be sent to the caller.